Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es multiple stations on critical override and patients were not crossing over which affecting multiple patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture and 07-sep-2016 confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was on critical override and patients were not crossed over. A technical support specialist mentioned issue was resolved in case 05211114. According to case 05211114 found the issue was caused by an adt interface down/delayed due to the modesto facility not receiving new adt messages. The technician informed the customer to check with their it and adt interface team for any issues with sending patient messages to the cce and the customer stated they would call back or email on this case to update. After that the technician dialed into the server and found adt messages started coming in, devices came out of auto critical override normally and stated issue should normally be resolved. Case was closed due to lack of response from customer.